Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the videoscope¿s image was distorted and noise appeared on the entire screen during an unspecified therapeutic procedure. The procedure was completed by switching to a different scope. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation, olympus technician was able to observe, because of disassembling of the scope, it has been confirmed that the image sensor cable had kinked in the boot on the universal cord light-guide connector side. It is likely that the buckling of the image sensor cable caused the output signal line to break or short-circuit, resulting in the image abnormality. It is presumed that the image sensor cable was subjected to a strong external load due to excessive torsion, bending, or other stresses beyond expectations as the cause of the kink of the image sensor cable. However, a definite root cause of the reported event could not be specified. The event can be detected/prevented by following the instructions for use (IFU) which state: the inspection method for the suggested event is described in the operation manual "chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿. Olympus will continue to monitor field performance for this device.